Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2016, a 25mm trifecta gt was selected for implant. In 2020, the patient was admitted to the hospital. On (B)(6) 2020, the valve was explanted due to valve failure and was replaced with a 25mm on-x mechanical heart valve. Additional information is requested.

Event description:
On (B)(6) 2016, a 25mm trifecta gt was selected for implant. In 2020, the patient was admitted to the hospital. On (B)(6) 2020, the valve was explanted due to leaflet tear and was replaced with a 23mm on-x mechanical heart valve.

Manufacturer narrative:
The reported leaflet tear was confirmed. All three leaflets contained tears. Due to distortion of the stent posts and a piercing of leaflet 3 by a suture, it is possible the explant procedure exacerbated the damage. There were multifocal degenerative changes in leaflets 2 and 3. Basophilic foreign material consistent with surgical material was noted on leaflet 1. No inflammation or significant calcifications were found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed degenerative changes in two leaflets, which could have contributed to the tear. Furthermore, the smaller replacement valve is possible evidence of oversizing, which has the potential to lead to interaction with the aortic wall and induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.